Event description:
A pt service representative (psr) contacted zoll customer support wile assisting a 93 (B)(6) female pt to report that when battery pack sn (B)(4) was placed in the monitor, the monitor displayed that the battery may be defective. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (battery may be defective) has been confirmed. As received, the battery would not charge when placed n the charger, but did power on a monitor. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.